Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple inappropriate ams events due to noise oversensing. Noise is intermittent and could not be reproduced with isometrics or arm manipulation. Sensing, impedance and threshold vales remain stable and within normal limits. The patient did not report any symptoms. The physician felt that there was no need for reprogramming since the duration of the events was brief. No reprogramming was performed, and the device being monitored through merlin.net.